Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the reported subject device lot. Manufacturing location: (B)(6). Date of manufacture/release to warehouse date(s): (B)(6) 2013 and (B)(6) 2014. The review showed that there were no issues during the manufacture of the product lots that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a femoral bone graft harvesting procedure the reamer/aspirator/irrigator (ria) seemed to stop working as effectively. When it was disassembled it was discovered that the end of the ria drive shaft had broken. All broken parts were recovered and a new drive shaft was used to complete the bone graft harvest. There was no surgical delay and no adverse effect to the patient noted. The outcome of the surgery was as expected. Concomitant device: ria, part number unknown, lot unknown, qty 1. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located approximately from 10.8mm to 13.8mm distal to the distal edge of the drive shaft helix. The helix is intact. The device has minor surface wear which does not impact functionality. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Per the technique guide, during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.